Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had broken output connectors. It was also indicated that the lower case was broke and the red and black as well as the red and white display wires had pinched insulation but were not compromised. It was also indicated that the output connector nuts and five case screws were contaminated. It was also indicated that the main seal was improperly installed and damaged. The parts were replaced and the epg was calibrated and passed functional testing.

Event description:
It was reported that the external pulse generator (epg) had cracked/damaged connector ports. The epg was returned for service. There was no patient involvement.